Manufacturer narrative:
(B)(4). D10 - medical product: unk persona femoral catalog # unk lot # unk unk persona tibia catalog # unk lot # unk multiple MDR reports were filled for this event: 0001822565-2024-00058 0001822565-2024-00059 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing unknown ongoing chronic problems post implantation. The patient alleges to be meeting with a surgeon for further care; however, no further intervention has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 1822565.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 1822565